Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed low and high out of range pace impedance measurements. The patient was seen for a revision procedure. A new right ventricular (rv) lead was placed, the lead displayed low pace impedances with the old device. The physician noted fluid contamination in the header. The device was then explanted and replaced. There were no additional adverse patient effects. The device was returned for analysis.